Event description:
It was reported that this system with an implantable cardiac defibrillator (ICD) has been showing high, out of range pacing impedance incursions for some time. There have been various alerts for these measurements. Monitoring and reprogramming options were suggested for this patient. Isometrics and pocket manipulation were also recommended. Recently, it was discussed that this could be a spring contact issue and not lead issue. They recommended to continue observation unless noise, threshold increases or a need for pacing changes were noted on lead. The ICD remains in service. No adverse patient effects were reported.